Event description:
It was reported that the pt developed a staph infection while on the external drainage system. The infection was unrelated to the procedure or the device. During treatment, it was noted that there was csf leaking from one of the stopcocks on the drainage system.

Manufacturer narrative:
The returned becker has a single large crack on the pt line stopcock. The crack extends from the end of the arm with the attached injection site, to approx 0.25 in from the main body of the stopcock. The crack in the stopcock is similar to damage that may be caused by over-torqueing the arm. There were no other noted anomalies. A review of the manufacturing records showed no anomalies.